Event description:
Patient with; history of left lower extremity superficial femoral artery to posterior tibial vein graft. Arteriogram showed significant stenosis in proximal graft. After crossing lesion with a wire, a 4 mm balloon catheter was advanced across lesion; upon inflation of balloon, it ruptured with extravasation of contrast. Patient developed pulsatile hematoma on upper thigh. Repeat arteriogram showed extravasation of contrast and no distal flow in graft. Patient required emergency exploration of left thigh to control bleeding from a linear vein graft lacerationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.